Event description:
It was reported that the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) had a jump in pace impedance. The measurement was greater than 3000 ohms. The following daily measurement showed the impedance go back down to normal level. The patient will be monitored. No adverse patient effects were reported. Additional information was reported indicating that the shock lead impedance was also found to be high and out of range. The rv lead was thought to be the cause of both impedance issues. The ICD was removed and replaced as a therapy change and the lead was removed, per the reported impedance issues. This product has been returned. This report will be updated upon analysis completion.

Event description:
It was reported that the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) had a jump in pace impedance. The measurement was greater than 3000 ohms. The following daily measurement showed the impedance go back down to normal level. The patient will be monitored. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) had a jump in pace impedance. The measurement was greater than 3000 ohms. The following daily measurement showed the impedance go back down to normal level. The patient will be monitored. No adverse patient effects were reported. Additional information was reported indicating that the shock lead impedance was also found to be high and out of range. The rv lead was thought to be the cause of both impedance issues. The ICD was removed and replaced as a therapy change and the lead was removed, per the reported impedance issues. This product has been returned. This report will be updated upon analysis completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header noted no anomalies. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported high impedances reported from the field.